Event description:
It was reported the patient never had therapeutic effect and had acute pain after implant. It was noted that the implantable neurostimulator could not be programmed before the patient left the hospital because the leads had moved. It was reported that "the only time the leads could have moved was when the patient was transferred to another bed" before programming was attempted. It was noted that they were not able to get the stimulation out of the patient's ribs. Additional information received reported the manufacturing representative met with the patient and reprogrammed the device. The reporter stated the patient's sensor activation would be in the next week. It was noted everything was fine as far as the manufacturing representative knew at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer; patient product ID 37754, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had received assistance from her doctor or manufacturing representative and her concerns were resolved. It was noted that the patient had had an appointment on (B)(6) 2013.